Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented to clinic for routine follow-up, post-paced t-wave oversensing was observed on the ventricular channel. Patient did not receive therapy during the oversensing. Programming changes were recommended. Patient is scheduled for an appointment for next year. Physician elected to monitor the patient and will return to hospital immediately for programming changes should the event occur. Patient is stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Further information was received and right ventricular oversensing was observed due to t-wave oversensing. The device was reprogrammed and the event was resolved. The patient had no adverse consequences.